Event description:
It was reported the patient was hospitalized on (B)(6) 2014 due to high fever. The physician reported the patient's ipg site was red and his white blood cell count was high. Additionally, when the patient pushed on the ipg site, it started oozing pus. Subsequently, the pt's entire scs system was explanted. Cultures confirmed a staph infection. The pt was given intra-venous and oral antibiotics. Follow-up identified as of (B)(6) 2014, the pt was still on oral antibiotics; however, the infection had resolved.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.